Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that scope socket failure was the cause, however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the light source exhibited a b30 error. There were no reports of patient involvement.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 09sept2024.